Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented for a routine follow-up. Upon interrogation, the atrial lead exhibited auto mode switch episodes due to oversensing. The physician manipulated the pocket and could reproduce the lead noise. The physician elected to keep the current device programming. The patient was doing well. No additional information was available at this time.

Manufacturer narrative:
The previously reported serial number: (B)(4) was incorrect, the correct serial number is (B)(4). The previously reported manufactured date was incorrect, the correct date is (B)(6) 2013.

Event description:
New information reported stated that at the moment there was no plan to perform any surgical intervention. The patient would continue to be monitored remotely.